Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) range of motion was limited. The customer used the same instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose pitch cable proximal end to be related to the customer complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the yaw pulley moved in the opposite direction. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.